Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for chronic back pain, degenerative disc disease, neuropathy, and osteoarthritis on (B)(6) 2018. It was reported that the patient was seen in the healthcare provider office for a wound check. The patient felt something protruding out of her back around the battery site. She reported that the area was very tender, but there was no redness. Upon checking the incision site, a small suture remained in the incision line and was poking out through the skin. The patient had noticed the poking/protruding feeling starting about 1 week prior to the report after her staples were removed ((B)(6) 2018). The healthcare provider removed the suture at the appointment which created a small opening in the incision. The area was cleaned, a steri-strip was applied, and a dressing was placed. The patient has an appointment to see the healthcare provider for a follow-up appointment on (B)(6) 2018. There was no complaint about the programming. Additional information received from a representative on (B)(4) 2019. It was reported that the patient called and noted they were having issues charging and there was protruding at the battery site. The representative met with the patient at a clinic and assessed the battery site; it appeared that the battery became tilted in the pocket. The edge of the battery could be seen and felt pushing through the skin. No redness noted, only tenderness. The patient reported no injuries or falls and they stated that they can feel the battery moving around. The patient reported that they were sent a new recharger and controller and they continued to have the same issue. The patient stated that their battery was completely empty. The controller that they had was new and had not been paired yet with the battery. The representative paired the devices and attempted to charge the ins. The antenna locator feature came on the screen and the highest number achieved was 89. Due to the patient controller not being fully charged, the representative could not charge the ins. The patient was instructed to go home and charge the patient controller fully and then attempt to charge. The patient would call if they had any issues. The representative saw the patient again on (B)(6) 2019. At the appointment the ins was still empty. The patient's healthcare provider (hcp) examined the battery site and their only concern was recharging for the patient. The hcp wanted to see if they could charge the battery before making any decisions about pocket revision. With a charged recharger, they were able to charge the patient¿s ins up to 40% and the patient was sent home to charge the rest of the way. The patient was re-educated on charging and shown where to place the recharger for the best coupling. With the ins having charge now, they were able to turn her stimulator back on and stated that they could feel the stimulation in their needed areas. At this time they did not have an office follow up appointment. The patient was also instructed to call their representative for any further issues or questions. No further complications reported.

Event description:
Additional information was received from the patient and it was reported that some "stinging" is normal for her because her ins "sticks out". She stated the ins will "push in and out", especially in certain positions like laying down. She was told the issue was related to her anatomy and the hcp told her they didn't want to revise the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.